Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited difficulty interrogating. The programmer would not recognize the device. Different position of the wand was attempted to interrogate the device and was successful.